Manufacturer narrative:
The factory confirmed the leak. The cause of the defect was determined to be excessive solvent inadvertently adhering to the heat exchanger outlet port. An equipment modification was effected to prevent excessive solvent depostion.

Event description:
Unit leaked at heat exchanger at bonded site during priming.